Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been experiencing low blood glucose reading for three days. The blood glucose reading at the time of the call was 54 mg/dl. The customer treated their low blood glucose with glucose. The customer accepted to troubleshoot for the low blood glucose incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Auto mode was not active at the time of the event. No harm requiring medical intervention was reported. The pump will not be returned for analysis.